Event description:
Healthcare professional reported, "removal due to the concerns with the product" and "rupture". Patient and patient representative later reported "autoimmune issues", "joint issues", "felt so bad", "ringing in the ears" and "fatigue" confirmed by the healthcare professional. Healthcare professional later dismissed report of "ruptured". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "removal due to the concerns with the product" and "rupture". Patient and patient representative later reported "autoimmune issues", "joint issues", "felt so bad", "ringing in the ears" and "fatigue" which are not considered device related. This record is for the right side. Device was explanted.